Manufacturer narrative:
A medtronic representative went to the site to test the equipment. They found that the appropriate stealth was not selected on the navigation connection option of the mobile viewing station (mvs). The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of the site, that while in a spinal fusion procedure, the navigation system was unable to communicate with a medtronic imaging system. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of 20 minutes. There was no impact on patient outcome.